Event description:
It was reported via repair work order that the lift here label on the base was not legible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.